Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was a cap molding defect on an unspecified number of devices. There were no health consequences or impacts reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for molding defect was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of molding defect was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode molding defect. Bd was not able to identify a definitive root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was a cap molding defect on an unspecified number of devices. There were no health consequences or impacts reported.